Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage keypad trace. No button error alarm. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call, she was at the doctor's office and was unable to download. Now buttons on the insulin pump aren't responding. She was attempting to bolus when she notice the keypad issues. During the call the device alarmed button error. Customer wasn't sure what her blood glucose was. Customer didn't recall any significant event which may have caused the device to alarm, but it has been humid and did the lawn. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.